Manufacturer narrative:
The discrepant results were due to competitive inhibition and low positive flu a titer samples. Sars-cov-2 concentrations above 3.60e+04 copies/ml caused inhibition of both influenza a and influenza b detection, when present at low concentrations (~3x lod) in a sample. Influenza a and influenza b negative results should be considered presumptive in samples that have a positive sars-cov-2 result. Competitive inhibition studies showed that sars-cov-2 virus, when present at concentrations above 3.6e+04 copies/ml, can inhibit the detection and amplification of influenza a and influenza b virus rna if present at or below 1.8e+02 copies/ml or 4.9e+02 copies/ml, respectively, and may lead to false negative influenza virus results. Per the IFU, if co-infection with influenza a or influenza b virus is suspected in samples with a positive sars-cov-2 result, the sample should be re-tested with another FDA cleared, approved, or authorized influenza test, if influenza virus detection would change clinical management.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results with two patient samples using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas liat system. Sample 1: original run on cobas liat generated a sars-cov-2 positive , influenza a&b negative result. The same sample was run on a different platform (cepheid xpert xpress flu-rsv assay) which generated a positive result for influenza a (influenza b and rsv negative). The same sample was retested on cobas liat and generated a sars-cov-2 positive, influenza a&b negative result. The sample was then sent to another lab where influenza a rna (type h3) was detected using the allplex respiratory panel 1 assay (seegene). Sample 2: original run on cobas liat generated a sars-cov-2 positive, influenza a&b negative result. The same sample was repeated on another platform (cepheid xpert xpress flu-rsv assay) which generated a positive result for influenza a (influenza b and rsv negative). The same sample was repeated on cobas liat and generated a sars-cov-2 positive , influenza a&b negative result. The sample was then repeated again on cepheid, and generated an influenza a positive result. The sample was then sent to another lab where influenza a rna (type h3) was detected using the allplex respiratory panel 1 assay (seegene) and adenovirus dna was detected using the allplex respiratory panel 2 assay (seegene). For both samples, the initial negative influenza a result with the cobas liat and the positive influenza a result from the cepheid xpert were reported to the managing clinician. The positive influenza a result from the cepheid xpress flu-rsv assay had been reported to the managing clinician prior to the liat result (for both samples, within 30 minutes). No harm is alleged. Per FDA guidance for eua, 2 mdrs are being submitted.